Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not available. Only the history data was sent for investigation. 2. Results: 2.1 the device history files were analyzed. A space line was selected and the infusion started with a rate of 593ml/h and a volume of 350ml. After 30 minutes the "air rate alarm" occurred two times. At this time, 301,98ml was infused. The line was extracted. No other abnormalities were found. 3. Judgment: 3.1 the complaint could not be confirmed. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in singapore: "under infusion" according to the complainant, therapy was initiated at 0959 hours, at a rate of 593 milliliters (ml) per hour with a volume to be infused (vtbi) of 350ml. The therapy duration was expected to be approximately 35 minutes. At 1035 hours, after 35 minutes, the nurse was alerted, but found that the bag had only been half infused. Reportedly, when the pump door was opened, the silicone segment was observed to be flat. Therapy was discontinued on incident pump and resumed on another pump until therapy was completed. No further medical intervention was required. The patient's condition was reported as being "stable" at the conclusion of therapy. No patient complications were reported as a result of the event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.